Event description:
It was reported that during a scheduled explant procedure due to normal battery depletion (nbd), this patient experienced pacing inhibition when the leads were inserted into this cardiac resynchronization therapy defibrillator (crt-d). The involved leads are non boston scientific products. External pacing was required since the patient is dependent. Ultimately, the device was successfully implanted. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Corrected fields h6 impact codes.

Event description:
It was reported that during a scheduled explant procedure due to normal battery depletion (nbd), this patient experienced pacing inhibition when the leads were inserted into this cardiac resynchronization therapy defibrillator (crt-d). The involved leads are non boston scientific products. External pacing was required since the patient is dependent. Ultimately, the device was successfully implanted. No adverse patient effects were reported. This device remains in service. Additional information was received that the patient passed away. No adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that during a scheduled explant procedure due to normal battery depletion (nbd), this patient experienced pacing inhibition when the leads were inserted into this cardiac resynchronization therapy defibrillator (crt-d). The involved leads are non boston scientific products. External pacing was required since the patient is dependent. Ultimately, the device was successfully implanted. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that during a scheduled explant procedure due to normal battery depletion (nbd), this patient experienced pacing inhibition when the leads were inserted into this cardiac resynchronization therapy defibrillator (crt-d). The involved leads are non-boston scientific products. External pacing was required since the patient is dependent. Ultimately, the device was successfully implanted. No adverse patient effects were reported. This device remains in service. Additional information was received from a health care professional (hcp) that the patient passed away about two months later; the cause of death was not reported, but it was not suspected to be related to the observations resolved at the implant procedure. The device was explanted post-mortem and has been received for analysis.

Manufacturer narrative:
Corrected fields h6 impact codes. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no abnormal conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.